Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6 one m2a-magnum mod hd sz 50mm was returned and evaluated. Upon visual inspection there is a wear line on the outside radius of the head and a gouge in the face of the device. The taper has some scuffing but no visible debris. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Revision operative notes identified serum chromium level 1.4 (normal <0.3), serum cobalt level 1.3 (normal <1.0) ¿ ¿ortho surgical practice. Evidence of metallosis noted with brownish discoloration of the soft tissue around the hip capsule and bursa. No evidence of wear on the trunnion stem and shell were well-fixed with no evidence of wear. No further complications / significant findings noted. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 139256, lot number: 215730, brand: m2a-magnum taper insert; catalog number: us157856, lot number: 631930, brand: m2a-magnum cup; catalog number: 51-104170, lot number: 2368608, brand: taperloc stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to pain, metallosis and elevated metal ion levels approximately 6 years post implantation of a total hip arthroplasty. Additional information on the reported event is unavailable at this time.